Manufacturer narrative:
The suspected faulty oob safety disk was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the safety disk and found key plate was not oriented properly on the safety disk nipple end. The national repair center verified the reported failure of "safety disk assembled incorrectly ". Scrapped and retaining the safety disk in nrc per procedure.

Event description:
It was reported that a trunk stock out of box failure occurred on a safety disk. It was additionally reported that the safety disk was assembled incorrectly and not usable. The safety disk was part of the getinge service territory manager's inventory and there was no pump malfunction. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that a trunk stock out of box failure occurred on a safety disk. It was additionally reported that the safety disk was assembled incorrectly and not usable. The safety disk was part of the getinge service territory manager's inventory and there was no pump malfunction. There was no patient involvement and no adverse event was reported.